Event description:
On 06/04/2009, the patient reported she was out of town last weekend and had elevated blood glucose readings in the 300-400 mg/dl range. She said she "changed everything out" and was in her normal range of 80-140 mg/dl when she got home. She stated she did not receive a low cartridge warning on her insulin infusion device this weekend and she had only 15 units remaining. She stated she had an elevated reading this morning of 246 mg/dl, because she did not count her carbs last night and so did not bolus correctly. She said she corrected her reading by delivering 2.2 units of insulin. She is currently within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.